Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.